Event description:
Dealer called in and reported that allegedly, the chair caught fire. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp serial number/date code (B)(4) is approximately 1 year old. The user manual part number 1143190 rev j (nov-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male, (B)(6) who weighs (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.